Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was kinked, stretched and prematurely detached inside patient. Functional testing could not be performed due to the damaged condition of the returned device. The defects noticed during the analysis of the returned device are consistent with an excessive force being used in order to remove the coil from the microcatheter after unsuccessful advancement. The microcatheter used in this procedure was found flat/crushed which contributed to the reported event and analyzed defects. Based on the available information and investigation results, an assignable cause of cause traced to component failure will be assigned to the reported and analyzed event as the issue is associated with a product that meets the design and manufacture specifications and was used in according with the dfu (direction for use) but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the analysis of the returned device, it was revealed that the main coil was prematurely detached inside the patient. No clinical consequences reported to the patient.